Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited high capture threshold and high impedance. The lead was capped and replaced on (B)(6)2023. The patient was discharged.